Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 184 mg/dl. The customer stated that some time the button don't work like they used too. The customer will monitor insulin pump. The customer will call us back if she sees that there are any more issue.